Manufacturer narrative:
Device evaluation: analysis of the returned device identified brown particles in fill channel, fold creases, and openings on the anterior and radius. Leak test and microscopic analysis were performed which identified an opening(sharp), opening(striated), and observed a void >1 mm in non-textured, valve-to shell-bond area. The fill test inspection was performed, with the result of no blockage. Based on the device analysis the final assessment is a sharp opening on the anterior due to an unidentified(tear) opening, and a striated opening due to surgical damage consistent in the use of a surgical tool.

Event description:
Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation is deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported right side deflation. Device remains implanted.